Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, and 90% stenosed proximal left anterior descending artery. Pre-dilatation was not performed. After implanting a xience prime, a 2.5 x 15 mm nc trek was used for post-dilatation; however, the balloon ruptured at 18 atmospheres during the second inflation. A non-abbott balloon catheter was used for post dilatation and the procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: athlete premium; guide cath: taiga sal1; stent: xience prime 2.5x15. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.